Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including powering the device on with the transformer and the battery. Following troubleshooting, the customer indicated the troubleshooting did not resolve the issue as the pump would not always power on. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. On (B)(6) 2018, the customer emailed and additionally alleged to medela canada that the sonata was the third medela product that she had purchased in just three months and that she has had multiple issues with the pump over the weekend. She indicated that she exclusively pumps milk for her 6 month old son, so not having a working pump is not an option. She had taken her fully charged pump to brunch, went to use it and it produced error code "cbb6," for which she tried a hard reset, but that did not resolve the issue. She alleged that, as a result of delaying her pumping, she had mastitis. In contact with a complaint handler on (B)(6) 2018, the customer indicated that the replacement pump was working without issue and that she had been treated with antibiotics and the mastitis was since resolved. The device was returned and evaluation by the manufacturer is pending. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that she was very disappointed with her sonata breast pump and indicated that because it was not working, she had to purchase a new freestyle pump.